Event description:
The reporter stated that one of the needles broke off during use. The pt was at the hospital, the needle could not be removed surgically. The needle still remains in the abdomen. No further info is available.

Manufacturer narrative:
Forty six sealed and intact and two opened 31gx 8mm pen needle samples were returned from lot number 3031487, cat 325105. Upon observing the returned product samples the following was noted. Thirty sealed samples were examined and all were as per normal production. Two opened samples were broken non pt end. A 10x visual inspection found broken needle. Evidence of residual bending indicating that the needle was bent at point of breakage. No evidence of mfg related issues observed on the returned samples. A lot history review was carried out and no related non-conformance were raised in association with this packaged lot concluding all inspections were performed per the applicable operations and met qc specifications. A review of complaints database was performed and there have been no trends identified on this lot number.